Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a dialysis catheter. The customer reports that there is a blood leak from the catheter located above fixed suture wing. There is no pt injury or ill effect. The catheter was implanted on (B)(6) 2013 and removed on (B)(6) 2013.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.